Manufacturer narrative:
Analysis of the 37761 sn# (B)(4) found evidence of broken connector pins. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient who responded back from follow up sent to them. Patient reported due to steroids weight is not correct or accurate. Patient reported replacement of the desk top charger resolved the dead battery.

Manufacturer narrative:
Other applicable components are: product ID: 37761, serial# (B)(4), implanted: (B)(6) 2017, product type: recharger. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for failed back surgery syndrome and spinal pain. It was reported that cord was broken. Patient reported connector pin was broken and indicated battery was dead. No symptoms reported at this time.